Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2021, a (B)(6) year-old female child patient's infusion set's tubing detached/broken at site connector and cartridge. At the time of the event her blood glucose level was 200 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.